Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a pulmonary embolism (pe) and was admitted to the hospital on (B)(6) 2018. It was noted the patient had an ipg replacement procedure on (B)(6) 2018. In addition, the patient fell and broke her ankle due to leg weakness. The physician stated the pe may have caused the leg weakness. However, it was stated there is no definitive cause of the pe. The patient was to be released from the hospital on (B)(6)2018. However, follow-up information has yet to be received on the patient's condition.